Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 620 mg/dl and ketones were present. Customer changed the infusion set and insulin injections were administered to address bg. Customer went to the emergency room and was treated with intravenous fluids and insulin injections. Customer was admitted to the hospital for elevated bg (538 mg/dl)/diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Treatment continued. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Customer suspected a steroid injection for bronchitis was cause of elevated bg and hospitalization was not related to pump or supplies. However, customer requested tandem technical support perform a pump system check to confirm pump was operating as intended; no pump issues were identified.